Event description:
Patient revised due to loosening of the tibial and femoral components.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot numbers required to review the device history records and complaint history were not provided. Although the investgation could not determine the cause of the reported loosening and poly wear, it would not be unreasonable to expect some wear after 11 yrs of implantation. The initial report states that is is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.